Event description:
A customer reported that, in one case, a technician sustained a puncture injury after being stuck by a clean blade that was found unsheathed. The incident occurred while the technician was setting up the back table prior to the start of a procedure, and no patient was involved. The lot number of the blade associated with this injury was not recorded. The blade was discarded and is therefore not available for evaluation. The customer confirmed that the injury was a puncture wound that required pressure to stop the bleeding. No medical treatment (e.g., stitches or sutures) was required, and the technician has since recovered. No ongoing treatment was necessary. The incident resulted in a temporary interruption, requiring another technician to scrub in while the bleeding was managed. Although, in this case, the injury was minor and did not require medical intervention, the malfunction - failure of the protective mechanism resulting in an exposed blade - remains the same. Therefore, the potential for a more serious injury requiring medical intervention cannot be excluded if the issue were to recur. Based on the available information, this complaint meets the criteria for reportability as a malfunction in the united states, as it involves a device malfunction (unsheathed blade) that resulted in user injury and has the potential to cause serious injury under foreseeable conditions of use.